Event description:
It was reported that the right ventricular (rv) lead's pace/sense impedance measurements are unstable and has measured low. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419488 implantable pacing lead (B)(6) 2006; 694052 implantable tachy lead (B)(6) 1998. (B)(4).